Event description:
It was reported that the patient experienced diaphragmatic stimulation. Diagnostic imaging was performed and the right ventricular (rv) lead was observed implanted in the coronary sinus. The physician suspected the rv lead had been inadvertently implanted in the coronary sinus during the initial implant procedure. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.